Manufacturer narrative:
Additional pro-code: eob. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes rep. Unable to confirm if the device was received, if received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
As reported by the customer via phone during a shoulder arthroscopy, the hd arthroscope was blurry. They were able to use another like device. There was no surgical delay and no patient harm or consequence. This is all the information the customer has at this time. This complaint is for one (1) hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device was received at the supplier facility and evaluated. The customer reported an issue of the device was blurry. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the outer tube and distal tip were damaged. Also, the needle outer tube was bent & compressed and there were broken lenses in the optical systems. The issues were resolved with spare parts and the device was found to be working according to the specifications after carrying out the repair activities. Excessive force applied would have caused the needle outer tube to become bent. User mishandling and lack of maintenance can be the most probable root causes of the other identified failures, however, a definite root cause cannot be determined with the available information. The damaged components and the broken lenses would have caused the device to give blurry image as reported by the customer. A manufacturing record evaluation was performed for the finished device serial number (1376744), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.